Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified femoropopliteal transition area that was 75% stenosed. A 6.0x100mm armada 35 catheter balloon was noted to have ruptured at the first inflation at 12 atmospheres. Upon removal resistance was met with anatomy and the balloon completely came off the catheter. The separated portion had to be retrieved via surgery. Nothing was left in the anatomy and patient remains in the hospital. There was no patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture and separation wer confirmed. The difficulty removing was not tested due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product issue. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.